Event description:
It was reported that 400 bd emerald¿ syringes had no label. The following information was provided by the initial reporter: "the materials teacher found that there was no product label attached to the middle package. "

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 30773919 and lot number 2012126. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the shelf cartons were observed without the labels. It has been concluded that the missing labels resulted from an unexpected and temporary problem with the printing system of the secondary packaging machine. During the printing process for the shelf carton label, a misalignment of the printer system caused an incorrect print.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 400 bd emerald¿ syringes had no label. The following information was provided by the initial reporter: "the materials teacher found that there was no product label attached to the middle package. "